Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the battery diagnostics show a rapid, steady, discharge consistent with a device malfunction. Ts recommended device replacement. The ICD remains in service. No adverse patient effects were reported. Additional information received indicated that the ICD engineering analysis of the battery payload was the cause of the abnormally high-power consumption. The ICD was explanted and a new device with a different model was successfully implanted. The ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the battery diagnostics show a rapid, steady, discharge consistent with a device malfunction. Ts recommended device replacement. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the battery diagnostics show a rapid, steady, discharge consistent with a device malfunction. Ts recommended device replacement. The ICD remains in service. No adverse patient effects were reported. Additional information received indicated that the ICD engineering analysis of the battery payload was the cause of the abnormally high-power consumption. The ICD was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the battery diagnostics show a rapid, steady, discharge consistent with a device malfunction. Ts recommended device replacement. The ICD remains in service. No adverse patient effects were reported. Additional information received indicated that the ICD engineering analysis of the battery payload was the cause of the abnormally high-power consumption. The ICD was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.